Manufacturer narrative:
Evaluation: the coda balloon catheter is intended for temporary occlusion of large vessels, or to expand vascular prosthesis. This product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guide should be employed. When used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Always monitor balloon inflation using fluoroscopic control. Our instructions for use note that if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. No product was returned to assist in this investigation. At the time, we are unsure why the other manufacturer's stent slid off of the balloon. It may have become caught in the stent legs or the customer may not have adequately inflated the coda balloon.

Event description:
Patient anatomy was outside the recommendations for placement of the zenith endovascular stent graft. However, the endovascular main body and iliac legs were placed along with another manufacturer's cuff. The grafts were ballooned and an initial angiogram was performed with a type I endoleak noted. Area was ballooned, but a blush remained on second angiogram. Decision was made to place another manufacturer's stent over the coda; however, as the balloon catheter was being advanced, it got stuck on the graft and the stent slid off the balloon. Several manipulations were done with angioplasty balloon and changing sheaths in an effort to retrieve the stent; however, there were not successful. The physician ultimately was able to expand the stent in the external iliac artery. Another stent was then placed to resolve the type I endoleak.